Event description:
The customer reported that their device no longer powers on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported power issue. It was determined that the cause of the reported issue was due to electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters caused the internal hlc batteries to become depleted. The customer received a replacement device.